Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for medical reasons unrelated to the pump, so he missed his refill. A pump alarm was heard. Telemetry confirmed it was a critical alarm due to zero ml reservoir volume having been reached. The pump had been empty for a couple of days and the alarm occurred according to the pump logs within the last 20 hours. They were not sure when the patient would be able to get the pump refilled. Later information indicated that the patient was not experiencing any symptoms and was refilled in the hospital. The patient was fine and getting effective therapy. The device was used to deliver hydromorphone (20 mg/ml at 9.5 mg/day).